Manufacturer narrative:
Updated fields: h3, h4, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was displayed. Based on the results of the investigation the image issue was due to damaged pins inside the video connector. However, the specific cause of the damaged pins inside the video connector could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited no image output. There were no reports of patient harm.